Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was experiencing high blood glucose and needed assistance with programming. Customer's blood glucose was 484 mg/dl. Customer treated with bolus. Customer declined to do troubleshooting due to he thinks it was because incorrect programming. The customer was assisted in checking the programming and found that bolus active insulin time was incorrect. No further information provided.